Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) has ruptured while being inflated during the procedure. Therefore, hemostasis was achieved by manual pressure. There was no reported patient injury. The device was returned for evaluation. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant was in the manufacturing position, with exposure to blood. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon with water. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a longitudinal tear in the balloon, approximately 3 mm from the balloon neck. A product history review of lot f2106801 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, and without the procedural sheath to analyze, it is impossible to determine what factors may have contributed to the reported event. This type of tear is consistent with the balloon coming into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed to confirm via femoral arteriogram prior to using the mynx control vcd, that there is no evidence of significant pvd in the vicinity of the puncture. Neither the phr review, nor the product analysis suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2106801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) has ruptured while being inflated during the procedure. Therefore, hemostasis was achieved by manual pressure. There was no reported patient injury. The device will be returned for evaluation.